Event description:
The reporter contacted animas on (B)(6) 2012, stating the keypad buttons were unresponsive after water exposure and was unable to pass verify screen. The reporter denied damage to the keypad and noted moisture behind the display screen. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the display screen was blank and visible moisture was present in the display lens. A case seal leak was found during a leak test, and the keypad function testing was unable to be performed due to internal moisture damage.